Event description:
The reporter stated that blood was backing out of the stopcock. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
Two samples were received with a small fracture / crack on top of the fluid path of both stopcock plugs. Leak testing confirmed a leak from the crack. Further examination of the damaged area showed the wall section was thinner than the other wall sections. This thinner wall section combined with the fact that the knit line formed during the molding process is located in this area made the component susceptible to cracking when assembled into the mating body. History was reviewed with no related issues noted. As a correction, the wall thickness requirement for the fluid path was increased for the area where the cracking was observed. This was completed in september 2008. The lot in question was manufactured prior to this correction. Smiths was able to confirm the issue and determine the cause. Corrective actions have been put in place and the issue is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report.